Manufacturer narrative:
The device was not returned for investigation, and a device history record review was unable to be conducted as the lot number for the device was not reported or able to be ascertained.

Event description:
A patient underwent a convergent procedure via sub-xiphoid approach with concomitant left atrial appendage management. While positioning the csk-6131 cannula, an injury occurred to the anterior aspect of inferior vena cava. The procedure was converted to sternotomy and the injury was successfully repaired. There was no reported device malfunction, and this event was the result of a procedural complication.